Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of 911 called was 694 mg/dl. The customer was admitted to the hospital. Customer was experiencing symptoms of climbing, vomiting 5 times and dehydration. The customer cause of 911 called was diabetic ketoacidosis. The customer was treated with IV fluids and IV insulin. The customer was wearing the pump at the time of 911 called. After the troubleshooting was done, customer advised that it don't appear to be issue of the pump. The customer was advised that she was not pressing the act all the way through.